Event description:
It was reported that, during use on a patient a 980 ventilator tidal volume was out of range. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.